Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right sfa to popliteal. An admiral xtreme pta balloon catheter and a complete se stent were subsequently used to treat a dissection. Approximately 22 months post the index procedure, the patient suffered from occlusion/thrombus of the right sfa. Event was treated with an unknown brand pta balloon and thrombolysis one month later. Investigator assessed that the event was not related to the in.pact admiral study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
The occlusion/thrombus event was treated with non-medtronic deb and thrombolysis only, not pta as previously reported.